Manufacturer narrative:
The revision was performed on the patient as a results of the car accident. There is no indication that there was a failure of the device to meet specification.

Event description:
It has been reported that the patient was involved in a car accident. This has resulted in the need to revise the tm-100 device. The surgeon revised the patient by performing a corpectomy and implanting a tm-vbr implant.